Event description:
Catheter disconnection from the access port. Migration of the catheter. Intervention to remove the catheter by interventional radiology. This incident occurred on 3 different pts, for which the access port was implanted by the same physician.

Manufacturer narrative:
The batch numbers of the involved devices are unk. The info concerning the implantation and the ues of these devices were not forwarded to the MFR. The devices are not available for eval. Conclusion: despite several requests, no elements were sent to MFR for eval. No thorough investigation can be performed. It is worth noting that the celsite concept st505l access port, reference (B)(4) is not cleared in the us, but this device is similar to the reference (B)(4) (k130576).